Manufacturer narrative:
Because a calibration failure could possibly lead to file separation, which could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contributed to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the device showed that the cable was torn and the rotor magnet was broken. The customer decided to replace the motor instead of having it repaired.

Event description:
In this event it was reported that an aseptico dtc motor was not calibrating and was overheating; there is no indication that injury resulted.